Event description:
According to the received information, the patient was injected on (B)(6) 2020 with rha2 (tp30l- 200911a0,) in the lips, and on (B)(6) 2020 with rha3 (tp27l-200711a0) and rha4 (unspecified lot number, object of the present complaint)) in the tear trough, cheeks and nasolabial folds, respectively. On an unknown date in (B)(6) 2021, the patient noticed she had edema around her tear trough, lower cheek junction and malar cheek. The patient's malar edema was further clarified as lymphedema. On (B)(6) 2021, the patient's edema began to worsen throughout her face. On (B)(6) 2021, nodules developed along her zygomatic area and on her neck followed by significantly worse malar edema. On an unknown date, the prescriber biopsied the nodule in the patient's neck, which showed foreign body granuloma distraction. As treatment, on (B)(6) 2021, the patient was treated with corticosteroid and hyaluronidase injections and placed on an oral steroid taper. The patient's prescriber described this event as a late onset hypersensitivity reaction. The outcome of the events was resolving as of (B)(6) 2020. This case is linked to (B)(4) (same patient, same events). Follow up 09.07.2021 : the injected batch number has been retrieved. Tpul-202612c.

Manufacturer narrative:
Delayed inflammatory reactions that manifest as oedema and nodules, are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. Their aetiologies are numerous. In this case, the biopsy confirmed the presence of granulomas. They are caused by a delayed immune reaction of the body in response to the implant being treated as a foreign body. As it is unable to eliminate the implant, the body surrounds it with immune cells (macrophages) forming a more or less hard and inflammatory mass. A treatment with hyaluronidase and anti-inflammatories generally allows to treat these reactions quickly and effectively, although certain granulomas at an advanced stage might be unresponsive to hyaluronidase. The risk of such reaction is mentioned in the instructions for use of teosyal products.

Manufacturer narrative:
Delayed inflammatory reactions that manifest as oedema and nodules, are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. Their aetiologies are numerous. In this case, the biopsy confirmed the presence of granulomas. They are caused by a delayed immune reaction of the body in response to the implant being treated as a foreign body. As it is unable to eliminate the implant, the body surrounds it with immune cells (macrophages) forming a more or less hard and inflammatory mass. A treatment with hyaluronidase and anti-inflammatories generally allows to treat these reactions quickly and effectively, although certain granulomas at an advanced stage might be unresponsive to hyaluronidase. The risk of such reaction is mentioned in the instructions for use of teosyal products.

Event description:
According to the received information, the patient was injected on (B)(6) 2020, with rha2 (tp30l-200911a0,) in the lips, and on (B)(6) 2020, with rha3 (tp27l-200711a0) and rha4 (unspecified lot number, object of the present complaint)) in the tear trough, cheeks and nasolabial folds, respectively. On an unknown date in (B)(6) 2021, the patient noticed she had edema around her tear trough, lower cheek junction and malar cheek. The patient's malar edema was further clarified as lymphedema. On (B)(6) 2021, the patient's edema began to worsen throughout her face. On (B)(6) 2021, nodules developed along her zygomatic area and on her neck followed by significantly worse malar edema. On an unknown date, the prescriber biopsied the nodule in the patient's neck, which showed foreign body granuloma distraction. As treatment, on (B)(6) 2021, the patient was treated with corticosteroid and hyaluronidase injections and placed on an oral steroid taper. The patient's prescriber described this event as a late onset hypersensitivity reaction. The outcome of the events was resolving as of (B)(6) 2020. This case is linked to (B)(6) (same patient, same events).